Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the arm. The patient visited their physician and was diagnosed with cellulitis. The patient was prescribed fucidine cream 30 grams and flucloxacillin 500 mg for treatment. Device was discarded.